Manufacturer narrative:
The insulin pump had a blank display due to corrosion found on electronics. The insulin pump was received with deep scratches on display window, cracked case on display window corners, cracked battery tube threads, broken belt clip and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump was dropped in the toilet. Customer stated that moisture is located at the button of the device and it has condensation. Customer stated her blood glucose was running high; value at the time is unknown. Customer called later to complete troubleshooting. Blood glucose value was 41 mg/dl. Customer had treated. Alarm history showed button error, no delivery and low battery alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.